Manufacturer narrative:
(B) (4).

Event description:
The pump was refilled with 2000mcg/ml concentration (the drug was not provided); the patient was previously on 500mcg/ml at 70mcg/day. The lowest dose of 96mcg/day was too much for the patient. The patient was called back and the reservoir was changed back to 500mcg/ml approximately 40 minutes after the refill. Additional information has been requested, a follow-up report will be sent if additional information becomes available.